Manufacturer narrative:
The sample was returned to argon for investigation. The investigation is currently in progress. A final report will be submitted upon investigation completion.

Event description:
A risk manager reported "PICC placed on 9/6 (after midline leaking and removed) was leaking around the purple hub and repaired." There was no patient harm.